Manufacturer narrative:
Proper maintenance and technique were reviewed with the customer and are followed. A request has been made to have the cassettes, control and patient sample returned and were received for investigation. A new test table was sent to the customer. The cause of this event is unknown.

Event description:
The customer reported two false negative urine hcg results and one positive urine hcg result on one patient on the clinitek status+. There was no report of injury due to this event.

Manufacturer narrative:
Based on the data collected, the customer report of false negative hcg performance on clinitest hcg was not reproduced. The patient urine produced positive results, the 25miu/ml control produced positive results and the negative urine pool produced negative results for the returned hcg cassette. Urinalysis did not confirm the presence of interfering substances when the customer urine was analyzed with a multistix 10sg strip. All results were as expected and the customer observation was not observed during this investigation. The customer reviewed their technique and found that operators were not using the test table insert when running hcg. They have retrained the operators and have had no further discrepancies.